Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer reported issue of residue. The pump flow rate has been tested and found to be in specification. The loud noises were confirmed and determined to be due to the engine. The engine was replaced.

Event description:
It was reported that the pump exhibited an excessive amount of residue in the bag and produced a notably loud noise. There was unknown patient involvement. No patient harm/adverse event was reported.